Event description:
It was reported that the implantable neurostimulator (ins) was first implanted 10 years ago to a dystonia patient. Approximately five times, the battery was changed out without problems. The extensions worked properly. During the last change the healthcare provider (hcp) visually noticed damage on the ins extension. The hcp made a revision of the extensions and implanted new ones. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: extension model 7482 serial # unk implanted: unk explanted: (B)(6) 2011; extension model 7482 serial # unk implanted: unk explanted: (B)(6) 2011.